Manufacturer narrative:
The device is expected to be returned for eval. It has not yet been received.

Event description:
Device malfunction: device breakage. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported a physician attempted arteriotomy closure of an unspecified vessel using a proglide device after an unspecified procedure. Reportedly, the device "kept breaking". The method used to achieve hemostasis was not reported. There were no reported adverse pt effects. No add'l info was provided.